Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit breaker. The system operates as intended.

Event description:
The customer reported, the system would intermittently shut down. No patient injury was reported.